Event description:
In cardiac cath lab - after releasing the watchman closure device in the left atrium, it migrated into the patient's left ventricle. This resulted in the patient needing to be taken straight to open heart surgery in order to get the device removed.